Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a tubing leak while infusing tpn. Event occurred in the nicu. There was no report of pt harm or medical intervention. No additional pt/event info was provided.